Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The evaluation of the returned device confirmed the implant was detached from the delivery pusher, the delivery pusher was not returned for evaluation. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported that during the embolization treatment of an artery, the coil encountered resistance upon positioning. The coil was reported to have broken within the catheter. The coil was removed without incident and reported to be stretched. No harm was reported.